Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test at 4.0 pounds due to moisture damage in faulty force sensor system. The pump passed displacement test. The pump was unable to perform the occlusion test and excessive no delivery test due to compromised force sensor system alarms. The pump had moisture damage on motor, cracked display window and cracked case at display window corner. No damage noted on lcd glass.

Event description:
The customer's father reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 324 mg/dl. The customer stated that the pump might have been dropped; there is a crack on the pump. The customer stated that the upper right hand corner of the lcd screen is damaged. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.